Event description:
It was reported that episode review was requested due to the patient receiving inappropriate shocks. It was noted that the patient has been non-complaint with follow-ups and medications. A boston scientific (bsc) technical services identified there is some sinus arrhythmia noted throughout which is causing irregular v-v intervals, but the rates are so fast that it is fluctuating between all three zones. The rate eventually becomes fast enough and sustained long enough that anti tachycardia pacing (atp) is delivered in the ventricular tachycardia (vt) zone. This does not slow the rhythm. Rates continue to fluctuate and multiple shocks are delivered. The caller stated they will adjust the zones and urge medication compliance. The device remains in service and no adverse patient effects were reported.